Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an anomaly with the downstream occlusion (dso) sensor and there was a high-pressure alarm in the ehl review. After investigation the results indicated a reportable malfunction due to the anomaly with the dso sensor and high-pressure alarm in the ehl review. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the screen being unclear during an alarm, and during inspection it was found that there was an anomaly with the downstream occlusion (dso) sensor and there was a high-pressure alarm in the event history logs (ehl) review. After investigation the results indicated a reportable malfunction due to the anomaly with the dso sensor and high-pressure alarm in the ehl review. The event occurred during patient use at the facility, and there was no patient harm reported.